Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed. Detailed product information was not provided to bsc. We completed a good faith effort to obtain the information, but it was unable to be obtained. Because the product is unknown, we are unable to provide the unique identifier (UDI) and other specific product information.

Event description:
It was reported that st segment elevation occurred. A pulse field ablation procedure for atrial fibrillation was performed using a 31mm farawave catheter. Following pulse field ablation of the left superior pulmonary vein st segment elevation was identified via several electrocardiogram channels. No interventions were provided and the st segment elevation resolved after approximately two (2) to three (3) minutes. Baseline rhythm was reestablished and the procedure was successfully completed.